Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the device upgrade procedure it was noted that there was insulation damage on the left ventricular lead. The lead was repaired and remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that during the device upgrade procedure it was noted that there was insulation damage on the left ventricular (lv) lead. The lead was repaired and remains in use. It was later reported that the lv lead had high pacing impedance and a fracture on the proximal end of the insulation repair. The lv lead was capped and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.